Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed self-test. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not identified. When philips field service personnel performed the self-test at the customer site, the device was working fine. The device was operational after the performed self-test at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device failed the self-test. There was no patient involvement.